Manufacturer narrative:
The catheter was returned and damage to the transition tubing was found due to a defect which lead to the breakdown of material. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 28-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 2000 mcg/day via an implantable pump. It was reported the hcp added the patient onto the schedule for a catheter replacement. It was noted that the catheter was not functioning properly. There was no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed was asked, but unknown. Actions/interventions included surgical intervention as catheter replacement occurred. It was noted that the catheter would be returned and tracking information was provided. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive, no injury. The patient's weight was (B)(6) kg. The patient's medical history included intractable spasticity. The event date was (B)(6) 2020. No further complications were reported.